Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and flank pain ("pains sharp on one side"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal pain lower and flank pain outcome was unknown. The reporter considered abdominal pain lower and flank pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and flank pain ("pains sharp on one side"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal pain lower and flank pain outcome was unknown. The reporter considered abdominal pain lower and flank pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.